Manufacturer narrative:
Per tandem's user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevate blood glucose (bg) of "high" on cgm. Customer address the elevated bg with a correction bolus via pump. Reportedly, the customer dropped their pump in water and was educated on the pump not being waterproof. Customer continued to used pump for insulin therapy.